Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a broken sensor wire was reported. The sensor was inserted into the upper buttocks. The nurse practitioner stated the patient believed the sensor wire broken up in his abdomen. She stated there was no pain around the area, only when you push over the top of where the sensor was inserted. An x-ray image was performed, and the image did not show a sensor wire. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional event or patient information was provided.